Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 14533 and the data files were returned and analyzed. The data files showed the balloon catheter was used for seven injections on the date of the event. System notice 50012 (a system notice was received indicating that the refrigerant delivery path was obstructed) was received on the date of the event. Visual inspection of the catheter revealed no anomalies. Without reprogramming, the catheter was connected to the test console, and system notice #50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection) was triggered immediately upon connection. Further inspection through dissection and pressure testing revealed a guide wire lumen kink and breach at 1.26 inch proximal to the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.